Event description:
It was reported that customer was hospitalized with dka. Customer stated having excessive no delivery alarms. Customer mentioned that they are uncomfortable with the pump. Troubleshooting performed and pump appeared to be operating as designed.